Event description:
The customer reported flickering image during device inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement or harm reported.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.